Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they been feeling a little woozy for the last couple of days", and the implantable pulse generator (ipg) was not "kicking in like it should". It was also reported that reported by the patient that "it's been 7 years and I'm a little worried about the battery the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.